Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to malfunction. There was no adverse impact to customer's blood glucose level as it did not exceed 500 mg/dl. Cts assisted caller with resetting pump, and malfunction did not recur after reset. Customer was advised to continue using pump and to call back if malfunction reoccurs.